Event description:
Clinical coord reports one minicap disconnect cap of which a pt reported that the cap came off during pt use. The pt has been on peritoneal dialysis for close to two years and has never had this happen once before, a week prior to this. Although prophylactic antibiotics were administered (keflex, 500 mg orally, twice a day for seven days) there was no pt injury associated with this incident.